Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1: submitted: 09/17/2015: the pump was returned to the manufacturer and investigated by product analysis on 08/21/2015 with the following findings: review of the download history revealed one ¿power on reset¿ event following call service alarms on 06/17/2015. The returned battery cap threads were found to be stripped/damaged. The returned battery cap was not able to be secured to the returned pump or a test pump. The returned battery cap contact height and width measurements were found to be within the required specifications. A test battery cap secured to the pump and was used to complete the investigation. A battery compartment crack was observed on the side, extending from the threads down to the case seal. Moisture corrosion was observed inside the battery compartment and behind the display lens. A pump case crack was observed near the bottom left corner of the display lens. The keypad cover was observed to be peeling up from the base below the ok button. All keypad buttons responded appropriately to button presses. A leak test was performed and a battery compartment leak was found. The keypad cover was removed and no evidence of contamination or moisture was found under any key contacts. During testing, the pump was not able to complete the rewind step due to a replace battery alarm. Complete investigation was not possible due to replace battery alarm. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Investigation was unable to adequately investigate the alleged ¿no power¿ issue due to moisture damage and replace battery alarm issue.